Event description:
It was reported that impedances were high, some higher than 6000, during a procedure. Additional information received reported that all devices were left in and the lead could not be replaced the same day. It was noted that it was unknown if high impedances resolved. It was noted that no programming was done the day of surgery. It was noted that a screening cable was used to check the extension and the lead together and then the lead alone and the impedances were the same. It was noted that during a phase 1 implantation of the lead the lead had been repositioned 4 times so the health care professional (hcp) believed it may also be due to edema. It was noted that there were no interventions. It was noted that the patient was programmed by a neurologist yesterday and had effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387, lot# unknown, product type: lead. Product ID: 3555-31, lot# unknown, product type: screening device. (B)(4). (B)(6).